Event description:
It was reported that a patient underwent a laparoscopic radical prostatectomy on (B)(6) 2013 and suture was used. While suturing the bladder neck the needle tip broke. The surgeon attempted to remove the needle fragment but was unable. No x ray was taken and the surgeon opted to leave the fragment in the bladder neck.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.